Event description:
The customer returned the duodenovideoscope for annual inspection. There was no patient involvement. During device evaluation at olympus, foreign material was found on the distal end and inside the light guide lens. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: air/water cylinder had no color, suction cylinder had no color adhesive on bending section cover was detached, connecting tube had a scratch, distal end was shaved, distal end had residual liquid, due to annual inspection, parts must be replaced, adhesive around objective lens had wear, inside of light guide lens had a stain, and there was corrosion around forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. The event can be detected in accordance with the following instructions for use: tjf-q190v, operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.